Event description:
It was reported that the replacement rv lead showed increased pacing thresholds and reduced r waves. The rv replacement lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507645 implantable pacing lead implanted 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on a lead was undefined.